Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (25 mg/ml at 5.7 mg/day) via an implantable pump for an unknown indication for use. It was indicated the patient was also receiving bupivacaine at the time of the event. It was reported that medication didn't flow out of the pump. The event date was reported to be (B)(6) 2018. The patient had a 20 ml pump that was replaced the previous (B)(6) for a 40 ml pump. The catheter was the same. A pump refill was performed because it was time, as indicated by the n'vision programmer. The hcp aspired 35 ml of medication after three months at 5 mg/day (approximately 0.228 ml/day, given the dose of 5.7 mg/day and concentration of 25 mg/ml). It was stated there was no motor stall alarm, and the n'vision didn't show any recent motor stall alarms. A catheter test was performed on (B)(6) 2018. After a bit of resistance, the contrast dye went all the way through the catheter. A roller study could not be performed, because a small bolus had already been sent, and they could not send another one. A roller study was expected to be performed the upcoming weekend, to confirm that the pump was working properly. The hcp would try to evaluate in the next days whether the patient was getting pain relief. Contributing factors to the event included the catheter tip was suspected to be at l2-l3 level. The patient experienced symptoms of less than 50% therapy relief and low back pain, however, it was also reported there was no injury as a result of the event. No medical or surgical intervention was required. The event did not lead to or extend hospitalization. The patient status was alive - no injury. It was unknown if the issue resolved. No further complications were reported. X-ray images of the patient were provided, but no conclusions could be drawn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Catheter migration was still suspected because they could not find any previous images of the c atheter implant. A catheter test was performed and they saw contrast solution all the way through the catheter. They would wait some days, so they could then withdraw the medication and see if there is a difference.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer's representative. It was stated the volume discrepancy had not resolved; they would do a test to confirm it, but the patient was out of the city and they would need to wait until she was in again. It was reported that after doing the catheter test, they adjusted the daily dose to the lowest possible. In the next few weeks, they had been increasing this dose proportional to the patient's symptoms. It was then reported that the location of the catheter was the same as when it was implanted. The patient's symptoms had improved with the last adjustments. It was reported they thought the catheter had been blocked until they did the catheter test, since the patient had been showing response to the medication. This was just a theory, because they still had to check the amount of medication inside the pump and compare it.